Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the cobas b 101 hba1c test (hba1c) on a cobas b 101 instrument. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 6.3 %. The sample was immediately repeated, resulting as 5.7 %. No adverse events were alleged to have occurred with the patient. The serial number of the cobas b 101 instrument is (B)(4). No error occurred in the instrument and the optical check passed.

Manufacturer narrative:
The customer did not return the complained device for investigation. 12 blood samples with high hba1c levels, 12 blood samples with medium hba1c levels, and 12 blood samples with low hba1c levels were measured with retention reagent disks, lot 733042-01, on a retention cobas b 101 instrument. The samples were also measured with the toso g8 reference method. All obtained results were acceptable and met specifications.